Event description:
Mr# (B)(4). Intervention on distal circumflex; stent, balloon angioplasty on (B)(6) 2015. Hemostasis was used at the left femoral artery access site using a sealant (6f angioseal). Patient recently reported that he had an artery occlusion thought to be a complication of the angioseal closure device from his repeated catheterization in (B)(4) 2015.